Manufacturer narrative:
Insulin pump had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify glucose sensor simulator feature due to unresponsive button. Insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the ems came to help customer remove the battery cap. Customer's blood glucose was 510 mg/dl. Customer had a low blood glucose incident. Customer's blood glucose was 49 mg/dl. Customer declined troubleshooting. Customer agreed to return the device for analysis.